Manufacturer narrative:
No product was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. The complaint was unable to be confirmed, therefore a complaint history review is not required. During the manufacturing process, multiple 100% manufacturing mitigations are in place to ensure all sapien 3 valves meet the valve specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to insufficient of information, a definitive root cause was unable to be determined at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. No IFU/labeling/training inadequacies and no manufacturing nonconformances were identified during evaluation. The complaint occurrence rates did not exceed the control limits for the applicable trend category. As such, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The device remains implanted. The site was unable to provide any additional information, so the cause of the valve in valve could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), approximately, three years and three months post-implant of a 26mm sapien 3 valve in the aortic position, by transfemoral approach, a valve in valve procedure with a non-edwards valve was performed. The implant ended with success. The customer does not want to provide further information.